Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in an internal fistula of the left upper extremity radial vein. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation at 24 atmospheres, the device broke. The device was removed and the procedure was completed successfully with another of same device. There were no patient complications nor injuries reported and the patient condition was stable.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in an internal fistula of the left upper extremity radial vein. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation at 24 atmospheres, the device broke. The device was removed, and the procedure was completed successfully with another of same device. There were no patient complications nor injuries reported and the patient condition was stable. It was further reported that the stenosed was severe located in the non-tortuous and moderately calcified internal fistula of the left upper extremity radial vein and balloon ruptured during the first inflation.

Manufacturer narrative:
Device evaluated by MFR: a gladiator device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was present in the balloon which is indicative of a leak. The rated burst pressure for this device is 24 atmospheres as per gladiator elite specification. The returned device was attached to an encore inflation unit and positive pressure was applied and liquid was observed to be leaking from a balloon pinhole located approximately 12mm proximally of the distal marker band. A visual examination observed no damage to the tip of the device. A visual and tactile examination of the shaft of the device found no issues. A visual examination found no issues or damage to the markerbands of the device.

Manufacturer narrative:
B5 describe event or problem has been updated.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in an internal fistula of the left upper extremity radial vein. A 6.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation at 24 atmospheres, the device broke. The device was removed, and the procedure was completed successfully with another of same device. There were no patient complications nor injuries reported and the patient condition was stable. It was further reported that the stenosed was severe located in the non-tortuous and moderately calcified internal fistula of the left upper extremity radial vein and balloon ruptured during the first inflation.